Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon "no programmable in- put processor (pip) images are shown from EU-me1" and the phenomenon "the procedure could not be completed due to cancellation" occurred due to the effect of the scope. However, the root cause of the phenomenon's could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The olympus employee reported on behalf of the customer that during an unknown procedure no image was produced on evis exera iii video system center. The customer was on the phone with the technical assistance in an attempt to troubleshoot the issue while the patient was under anesthesia on the table for an hour. The procedure was not able to be performed and was cancelled. There was no medical intervention required. No patient injury reported. This event requires two reports: complaint # (B)(4); bf-uc180f, evis exera ii ultrasonic bronchofibervideoscope, serial #(B)(6); complaint # (B)(4); cv-190, evis exera iii video system center, serial # (B)(6) (this report).

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number- (B)(4). The device referenced in this report was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.